Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6. (Investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate this unit. Unable to duplicate issue. Confirmed alarms in system logs. Unit stress tested for multiple hours with no alarms. Unit passes all leak tests and generates sufficient vacuum. Unit stress test repeated with biomed's test setup without issue or alarms. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Suspect device originally distributed as a cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a low vacuum alarm. There was no patient harm reported.